Manufacturer narrative:
Unknown manufacturer: (B)(4). The customer's address is unknown: (B)(6) USA has been used as a default.  FDA notified: the initial reporter also notified the FDA on (date) via medwatch # mw5098323. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd syringe ins 1/2cc 30g ½ ultfine experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: unknown batch no: unknown.  Patient reported that the syringe received was broken. Lot number and expiration date are unknown. Unknown if patient missed a dose or experienced adverse event due to defective product. Unknown if patient has product on hand. No additional information. Syringe used to inject 10 units leuprolide sc every day as directed.